Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 142mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. Insulin pump had an intermittent button response due to moisture keypad traces. Insulin pump had a cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, cracked case at display window corner and cracked lcd window.